Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that there was an issue with the battery. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event. Post procedure, the biomed discovered that the power cord had fallen out. After replacing the cord and charging the battery, the unit worked fine.